Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported symptoms of root resorption, that lead to the extraction of tooth # 2.4 (upper left 1st premolar). It is unknown if the patient required medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed medication to alleviate the reported symptom. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.